Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 559 mg/dl at the time of the call. The customer was assisted with trouble shooting and was advised to change the infusion set as well as the reservoir. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight. Thereafter, the customer reinserted the reservoir into pump and ran a manual prime to at least 5.0 units. The call was dropped after that and no further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.